Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced. A software investigation was initiated but was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the site had intermittent issues tracking their instruments during the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a functional endoscopic sinus surgery (fess). There was no reported delay to the procedure due to this issue.